Manufacturer narrative:
Concomitant medical products: product ID 37602, implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that an impedance test was performed at 3.0 volts inter-operatively and contact 2 was found to have impedance values greater than 40,000 ohms. It was confirmed that the electrode/contact with the high impedances were not used in programming and not causing any therapy problems. It was then stated that it was unknown if they were able to program around the high impedances. The rep followed-up after speaking with the patient's daughter in law and noted that the "outcome was good" as both implantable neurostimulators (ins) were in post-op. There was no known impact or consequence to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.